Event description:
The overlay on the nurse call pendant that identifies which button is for what (i.e. Nurse call, tv volume, room light, reading light, elevate head of bed, etc.) Wore off with use. Patients unable to identify which place on the pendant to use to call for nursing assistance. These pendants plug directly into the bed and come with the beds.====================== health professional's impression======================potential for harm to a patient needing immediate nursing assistance as they would be unable to identify which button to push.====================== manufacturer response for bed nurse call pendant, stryker secure ii model 3002======================manufacturer's rep was informed of the problem, insisted it was not an issue with the product. After several discussions and showing them the pendants that were problematic, manufacturer did offer to replace about 65 of the nearly 300 that need replacing. We asked for replacement overlays, but they said that was not possible to do and the entire pendant needed to be replaced.